Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening of the articular surface after 15 years of implantation. Only the articular surface was removed.

Manufacturer narrative:
No device/s were received; therefore, the condition of the component is unknown. Review of the device history records cannot be performed due to the product part and lot numbers being unknown. This device is used for treatment. A product history search and compatibility cannot be assessed as the lot number is unavailable at this time. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the sales representative, it was reported that knee implants have been in the patient for about 15 years. It is not suspected that the product failed to meet specifications. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.